Event description:
It was reported a patient who had bilateral knee injections with supartz was hospitalized due to an infection in the right knee. The patient had cultures taken which showed a group b strep infection. The patient had a wash out procedure and has been released from the hospital. The patient is reported to be doing well.

Manufacturer narrative:
Follow up completed to address missing information; section d4; UDI information and product expiration date updated.